Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient cannot feel any relief since last night after charging the ins fully. The patient controller and ins were fully charged and therapy adjusted on the highest program. No messages on the screen and the ins was correctly synched. Troubleshooting was performed. Restarted the patient controller by removing battery pack and reinserting. Battery full charged for both patient controller and ins. Therapy switched to on. Adjusted therapy to 2.9 (the highest programmed for them), patient still felt no relief. Referred the patient to their clinician as the patient controller and ins were not showing any malfunction, so it seems they need new programming.